Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of the surgical lights - volista access ii. As reported, the spring arm cover fell onto the operating table and came into contact with sterile equipment during surgery. There was no injury reported and no delay to the procedure due to the incident. However, we decided to report the issue out of an abundance of caution, as any parts falling into the sterile field or during a procedure may cause injury or contamination.